Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-04992. Reference MFR. Report: 1627487-2016-04993. It was reported the patient's stimulator discontinued working a month post-implant. Subsequently, the patient underwent surgical intervention during which time the leads were explanted and replaced by trial leads. Due to the trial being successful, the patient received a new ipg with the already implanted trial leads on (B)(6) 2016.